Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that an elevated advia centaur total human chorionic gonadotropin (thcg) patient result which was discordant relative to repeat testing. Siemens reviewed the instrument data, and the information provided by the customer. Quality control (qc) recovered within the acceptable ranges and no issues were reported with other patient samples. The sample carryover was ruled out as the analyzer uses disposable sample tips. Based on the available information, the cause of the discordant result was unable to be determined. A product problem has not been identified. The customer is operational, and the reported issue was resolved by routine troubleshooting.

Event description:
The customer reported that they obtained an erroneously elevated advia centaur total human chorionic gonadotropin (thcg) patient result vs repeat testing. After a week from the date of event the patient was redrawn and processed on the original analyzer, and the result was lower and consistent with the patient's clinical history. The new sample result was reported to the physician(s) and physician(s) questioned the initial elevated result. The original sample was repeated again on the original analyzer and the result obtained was lower and consistent with the new sample result. There are no known reports of patient intervention or adverse health consequences due to the event.